Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2005. Upon leaking, the pt went to the e.r. Where the PICC line was found to be fractured distal to the suture wing. The PICC line was replaced 16 days later.